Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel resection. According to the reporter: emergency laparoscopic surgery performed due to intestinal obstruction. Upon firing, device did not cut. No tissue "doughnuts" were made preventing the device to be removed from the pt as the tissue remained stuck in the device. In order to solve the problem they had to reconvert the laparoscopic surgery into an open and then they had to cut part of the remaining rectum in order to extract the device. There was about 2 hours delay due to the problem.